Manufacturer narrative:
Device not received for eval. When device has been received and evaluated a follow-up report will be submitted.

Event description:
It was reported during an ablation procedure, the irrigation port of a therapy cool flex ablation catheter detached. During the procedure an occlusion alarm occurred on the cool point pump. When the physician inspected the catheter, the irrigation port was broken and eventually detached completely. The procedure was completed with a new catheter. There were no consequences to pt.